Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported the unit caster wheel had broken off of the base. There was no report of patient involvement.